Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center a display issue was observed. There was no reported patient involvement. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The technician recommended replacing the device's screen to address the issue. The device was scrapped. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.